Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:47:32. During night drain cycle three, the patient's ultrafiltration reading was 2008ml, indicating the home patient (hp) drained 2008ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. If any additional information is received, a follow-up will be sent.